Event description:
It was reported that during a case the core console caused the micro drill to continue to run when the trigger was no longer activated. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the top footswitch port.